Event description:
It was reported that the patient presented to the emergency room after receiving several inappropriate shocks due to oversensing and noise on the right ventricular (rv) lead. The patient stated that the device had been beeping for a week. It was also reported that the lead integrity alert (lia) had triggered and the lead had high impedance and was unable to capture. The lead was reprogrammed and remains in use. The patient was transferred to a tertiary facility. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient presented to the emergency room after receiving several inappropriate shocks due to oversensing and noise on the right ventricular (rv) lead. The patient stated that the device had been beeping for a week. It was also reported that the lead integrity alert (lia) had triggered and the lead had high impedance and was unable to capture. The lead was reprogrammed and remains in use. The patient was transferred to a tertiary facility. It was further reported that the lead was explanted due to fracture. The patient had a subclavian perforation and underwent an open chest repair of the vein. The lead was replaced. No further patient complications have been reported as a result of this event.